Manufacturer narrative:
Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Date sent to FDA: 9/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional flank hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal of adhesions surgery on (B)(6) 2016 during which the surgeon noted meticulous blunt and sharp dissection with scissors was undertaken separating the bowel, omentum form the anterior abdominal wall and prior mesh. There was an area where the small bowel was densely adherent to a rolled over portion of the duo mesh. Serosal tear was created separating these two. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.